Event description:
In 2007, the pt stated that she had been experiencing elevated blood glucose (400 mg/dl) since three days earlier. She stated her normal blood glucose range is 90-130 mg/dl. She stated that she had been blousing up to 8 units of insulin per day to lower her blood glucose. She stated that she normally does not bolus more than 3 units of insulin per day. She stated that she will also inject insulin via syringe if her blood glucose is elevated at night. The pt stated that she began using this infusion device on original date, and the insulin cartridge had been in the device since she was trained a month ago. She was advised to change the insulin cartridge and to use new insulin. Troubleshooting did not reveal any issues with the infusion device. Further attempts to follow up with the pt were unsuccessful. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.